Event description:
Customer reports the compact system produced a result of 0 mg/dl. The device's numeric reading range is 10-600 mg/dl; values <10 mg/dl should display as "lo." No actions taken based on device result. No quality controls were used. No adverse event reported. Requested return of the suspect device and a replacement was sent.